Event description:
It was reported that the customer motor error right after the set change on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if any significant events leading to the alarm. The customer response is body scanner on (B)(6) 2015. The customer was advised to return the insulin pump and it will be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer reported that he was hospitalized due to low blood glucose. The customer's blood glucose level was 23 mg/dl. The patient was admitted to (B)(6) in on (B)(6) 2015. The customer states that just after dinner, fell off the bed had a seizure, family call 911.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.